Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4). It was reported that coronary restenosis occurred. In (B)(6) 2013, the patient had stable angina pectoris. Subsequently, the index procedure was performed on a standby basis. The 100% stenosed, 2.0mm in diameter, with a >45 degrees bend target lesion was located in the tortuous, non-calcified mid circumflex(cx) artery. After pre-dilation, a 2.25x20mm promus element plus drug-eluting stent was deployed at 10 atmospheres. Following post dilation, residual stenosis was 0% and timi flow was 3. Two days post procedure, the patient was discharged. In (B)(6) 2016, the patient presented with coronary artery restenosis in the left main and proximal cx. The restenosis in the left main was treated with percutaneous coronary intervention (pci) and plain old balloon angioplasty with a drug coated balloon. Moreover, coronary angiography and pci were preformed to treat the restenosis in the proximal cx. The following day, the patient was discharged.